Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc). An x-ray was performed and lead dislodgement confirmed. A revision procedure was performed wherein the lead was successfully repositioned. No adverse patient effects were reported.